Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during bolusing and priming. The customer's blood glucose was 310 mg/dl, which she treated with a manual injection. Troubleshooting was performed and equipment tested to specification. No further information was provided.